Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the device sheath was separated from the anchor at the corewire, which is consistent with the event description. Additionally, the analysis found the device to be within specification but damage was detected on the needle lumen anchor (nla) which was bent. Ncmr history was reviewed and no ncmrs have been initiated that are related to this failure mode. Based on the description of the event and the analysis competed, the probable root cause for the reported sheath fracture is use error due to excessive force and tortuous anatomy. Additionally, this may have resulted in the observed damage to the nla. (B)(4). The instructions for use (precautions section) notes, "avoid excessive rotation, bending or kinking of the device during insertion and removal as this may cause damage or affect the performance of the device including obstruction of the needle lumen."

Event description:
The physician attempted to access the femoral artery using the 5f arstasis access sys. The pt's vessels were highly calcified and scarred from previous procedures and the physician admitted using excessive force to insert the device. The distal sheath of the device fractured and broke off at the skin surface. The physician was able to grasp the device and the wire and place the introducer sheath directly into the pt. The physician converted to a standard arteriotomy with the sheath from the package and the case was completed without further incidents. The pt was fine.